Manufacturer narrative:
The insulin pump act, esc and up arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector was noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No moisture damage/damage on electronics noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had electrostatic discharge. The buttons on the insulin pump were not sensitive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.